Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have been experiencing fluctuating high and low blood glucose with their new insulin pump. The customer would experience high blood glucose within the range of 300 mg/dl and 400 mg/dl. The customer would experience low blood glucose within the range of 60 mg/dl and 70 mg/dl. The customer would treat their high blood glucose with the insulin pump or pen. The customer went back to their old insulin pump and was not getting high or low blood glucose. The customer's current blood glucose level was 210 mg/dl. It was noted in troubleshooting that the basal rates, bolus wizard, and settings were all correct. The insulin pump was returned and replaced as per request from the customer.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.